Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The 3pk n5 hook for hook handle (cev2295a) was returned for evaluation. Failure analysis: evaluation of the hook handle found that the coating was damaged with the passage of the current. Root cause analysis: it was determined that the failure was likely due to the use of voltage that was too high or a prolonged activation of the device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a laparoscopy on a gastric band on the stomach, the monopolar hook/3pk n5 hook for hook handle (cev2295a) at the end of the extension cord deteriorated with the passage of the current. This released blue particles from the insulation jacket. The surgeon therefore removed the gastric ring with the debris. All the broken fragments were retrieved and removed. It was reported that there was no impact to the patient and an unknown increase of surgery time.